Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be resolved by replacing the paxscan and detector. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that when the 2d acquisitions were performed the images came out blurry and with square shapes. The 3d scan was even worse, not suitable for navigation. They removed the system and finished the surgery with another imaging system. No known impact.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the 2d acquisitions were performed the images came out blurry and with square shapes. The 3d scan was even worse, not suitable for navigation. They removed the system and finished the surgery with another imaging system. Medtronic imaging and navigation were aborted. There was no patient impact reported and a less than one hour delay to surgery.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that when the 2d acquisitions were performed the images came out blurry and with square shapes. The 3d scan was even worse, not suitable for navigation. They removed the system and finished the surgery with another imaging system. Medtronic imaging and navigation were aborted. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
Additional information: occurred during a sacroiliac and thoracolumbar procedure. Medtronic imaging and navigation were aborted. Surgical delay of less than one hour. Additional information: initial reporter updated. Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Paxscan and detector component replaced to resolve. Dinglm2 [1-feb-2019]: number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The detector panel system was returned for analysis. Through visual, functional and performance testing it was found that 2d images were dark and blackish. Circular artifacts were seen in 3d images. It was confirmed that the detector panel system was faulty. If information is provided in the future, a supplemental report will be issued.